Manufacturer narrative:
Concomitant medical products: product ID 3889-28 ,lot# 0216598757, explanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated the report that ¿later the effect was not very satisfactory¿ was ¿compared to the trial before permanent implant.¿ the cause of the patient¿s effect being not very satisfactory was not determined. It was noted that after having observed the patient for another month, the patient¿s lead was explanted in the beginning of (B)(6) 2019 due to poor efficacy. It was reported the patient was not implanted with an implantable neurostimulator (ins) and had instead used an external neurostimulator (ens) during the event. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 355018, lot# w60411, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: accessory. Country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported the patient¿s ¿effect of surgery in the week before operation was good¿ and that ¿later the effect was not very satisfactory.¿ the patient returned to the hospital for an examination and the patient¿s physician ¿suspected that the lead resistance in the body was too high.¿ a surgical investigation was performed on (B)(6) 2019 and ¿did not find the lead had a problem.¿ it was noted that a lead delivery sheath was used during the operation test. The patient was hospitalized at the time of report for observation. No further complications were reported or anticipated.